Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: tp1a.220624.014.g988usqschyc1 hardware: sm-g988u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported the patient¿s blood glucose (bg) level reached 511 mg/dl while wearing the pod on their leg between 24 and 36 hours. The pink slide reportedly did not move forward, indicating a needle mechanism failure.